Event description:
The pulsar-18 stent was chosen for treatment of a 20mm long severely calcified lesion. After stent release, a shortening of the overall stent length was observed. After balloon dilatation, angiography showed incomplete coverage.

Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a picture taken from the angiogram was reviewed. In the picture provided, a stent is shown after implantation. The stent appears to be shortened. The length may be suggestive for a stent compression during the release of the stent. The rather poor quality of the picture does not allow a more precise statement regarding the shortening of the stent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.